Event description:
In 2008, the pt reported she has had intermittent kinked or bent cannulas on her insulin infusion sets over the last few months. She stated this has occurred with various boxes of infusion sets. She said, she would discover the cannula was bent when she had elevated blood glucose readings (value not provided) or insulin leaking at her site. She said she would correct her readings by changing her infusion headset and bolusing insulin. Blood glucose levels were within her normal range of around 100 mg/dl during the call. The effect of scar tissue and proper insertion techniques were discussed with the pt. A complimentary insertion device and replacement infusion sets were sent to the pt. Repeated further attempts to follow up with the pt were unsuccessful. The pt did not require assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for eval.